Manufacturer narrative:
Qn# (B)(4).the report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The customer returned an opened hemodialysis kit including one swg in its advancer, an arrow raulerson syringe (ars), and an 18ga introducer needle for evaluation. The guide wire had two kinks with offset coils toward the proximal end and no obvious signs-of-use were observed. The distal j-bend was not misshapen and was intact. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kinks measured 22mm and 30mm from the proximal tip of the guide wire. The guide wire length measured 602mm, which was within the specification limits of 596mm-604mm per the guide wire product drawing. The kinks and the guidewire length were measured via calibrated ruler. The guide wire outer diameter (od) measured 0.847mm via calibrated micrometer, which was within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. The guide wire was inserted through the returned arrow raulerson syringe (ars)/introducer needle assembly per IFU statement, "raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into syringe barrel to further advance guidewire. Continue until guidewire reaches desired depth." The guidewire was able to pass with little to no difficulty. A manual tug test confirmed that the distal and proximal welds were intact. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review was performed, and no relevant findings were identified. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. The patient's condition is reported as fine.

Manufacturer narrative:
Qn(B)(4).

Event description:
It was reported the spring wire guide was found kinked during use on the patient. The patient's condition is reported as fine.